Event description:
Healthcare professional (hcp) reports three incidents of pt reactions with the psn 170 dialyzer. Incidents occurred with the same pt on three consecutive treatments in 2001. Upon initiation of treatment, pt complained of shortness of breath, heart palpitations, and tachycardia. For each incident, pt was administered approx 2l oxygen. Treatment was continued on the same dialyzer and blood flow rate (bfr) was decreased from 500 ml/min to 200 ml/min for approx one hour at which point symptoms subsided. Bfr was then increased to 500 ml/min and treatment was completed without incident. Blood was returned to the pt with no reported blood loss. Hcp reports that subsequent treatments will continue with a different membrane.